Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported couple of seconds to respond to a single keypress which were reproduced during valuation and found to be caused by a processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that the software is running extremely slow and it can take a couple of seconds to respond to a single keypress. The reported problem occurred during programming/set-up in general patient ward. There was no patient involvement. No additional information is available.